Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain. Update rec'd 9/8/2014- pfs and medical records received. After review of the medical records, it was reviewed that the patient actually had a ceramic head implanted, not metal so all other implants are being reported as they cannot be excluded as the cause of pain. The revision operative note indicated the stem was also loose. A small crack occurred in the lateral cortex while removing the stem. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/29/2014.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.